Event description:
In a review article, it was reported that a symptomatic cement leak occurred in a patient who underwent kyphoplasty. No further information on the event was provided.

Manufacturer narrative:
Comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature. Jason c. Eck, do, ms, dean nachtigall, do s. Craig humphreys, md, scott d. Hodges, do. Device not returned, internal review of literature.